Manufacturer narrative:
Additional information: evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the jaws of the reload did not open at all, not involving tissue. The reported issue could not be confirmed. The most likely root cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: the counter less device will have three blue clips to serve as a visual indicator that the user is approaching the end of the clip stack. When the first blue clip is seen, there are two additional clips remaining in the device. A safety interlock feature will prevent the handle from being squeezed and the empty jaw from closing once the last three clips have been fired. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure when using the device, after firing, the jaws of the device did not open at all and they stopped using it. They used a second device but the jaws of the device also did not open after firing. The procedure was completed with another device. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a procedure when using the device, the jaws of the device did not open at all and they stopped using it. They used a second device but it was felt to be strange in succession. The procedure was completed with another device. No patient injury.